Event description:
It was reported that during an ecls case blood leakage from the gas outlet was observed. The leakage was severe enough to replace the circuit immediately. No reported pt effect. Ecls- extra-corporeal lung support. (B)(4). MFR ref #: 8010762-2015-00376.